Event description:
I had a left total hip replacement on (B)(6) 2008 with the following components: implants: depuy hip system. Acetabular component: 50 mm pinnacle acetabular shell with 50 x 36 metal on metal liner and apex hole eliminator. Femoral stem: srom femoral stem with 18b large proximal body and 36+8 - 13 x 18 x 160 femoral stem. Femoral head: 36+3 delta biolox ceramic femoral head. Since that time, I feel as though it is slipping or popping out of place with minimal exertion -tying shoes, bending over, etc.- I have reported this to my surgeon who has advised me to avoid these movements and or positions. Unfortunately, I still have to tie my shoes. I hear -and feel- popping quite frequently. Although I have no current pain, it seems as though some component of this system is not functioning properly and I felt as if I should report it. Dates of use: (B)(6) 2008 -(B)(6) 2010. Diagnosis or reason for use: degenerative joint disease.